Event description:
The customer reported that during a patient event the device was delivering a lower energy than was selected. The device was being used to deliver therapy to a patient. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4): the device was evaluated locally by a philips field service engineer. The symptom was not reproduced. The fse tested the energy output with a qa-45 energy analysis tool. The device passed all testing and was returned to service. We are unable to determine the cause as the symptom was not duplicated.